Event description:
It was reported that the patient presented in clinic after experiencing phrenic nerve stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had attended a friends dental surgery. After device software download, normal function resumed. The patient was doing well post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.